Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain in both knees [arthralgia]. Difficulty walking [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) female patient, initials (B)(6), with a history of knee pain, who experienced knee pain and difficulty walking after starting synvisc. The patient reported that she received three injections of synvisc into each knee in (B)(6) 2011. The patient experienced severe pain in both knees and difficulty walking (date not provided). The patient required hospitalization for her symptoms. The patient reported that at the time of this report, her knee pain was lower than before receiving the synvisc injections. The product lot number was not reported. At the time of this report, the outcome of the patient was not yet recovered. Additional information was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.